Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "developed alcl". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient "developed alcl and has now undergone numerous treatments including stem cell therapy and chemotherapy". This record is for the right side. No biomarkers confirming alcl have been provided at this time. Device remains implanted.